Manufacturer narrative:
Section a4 for patient's weight and section b7 for pre-exisiting medical conditions are unknown.

Event description:
As per (B)(4) after a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted. Pain and infection were recorded.